Manufacturer narrative:
Device was received with detached end cap. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests due to end cap anomaly. Drive support disk was inspected and no anomaly was noted. Device had cracked case at display window corner, cracked reservoir tube lip, minor scratched/worn display window, missing end cap sticker and stained address or serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the end of insulin pump came loose. The customer¿s blood glucose level was 109 mg/dl at the time of the incident. The customer reported that blood glucose was low earlier. The customer reported that the opposite side of the reservoir compartment came loose. The customer reported that sugars are rising because he just ate. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.